Event description:
It was reported that the patient presented to the emergency room with low heart rate and fatigue. The patient's implantable cardioverter defibrillator exhibited premature battery depletion and failure to interrogate. The device was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.